Event description:
It was reported that (2) devices were used during a wedge resection. It was reported by the affiliate that the tr45b cartridge broke (metal part and plastic part). The nurse could not remove the cartridge from the tsb45 instrument. Another instrument was used to complete the case. There was no consequence to the pt. The devices were discarded.